Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code: (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, with attempted antegrade access using 19ga expect and jagwire guidewire, the corewire broke and was left in the common bile duct. There were no patient complications reported as a result of this event.